Manufacturer narrative:
Insulin pump received with a high sleep current measurement due to moisture damage electronic assembly. No blank display or unexpected beeps noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. After insertion of new battery display did not returned. The insulin pump will be returned for analysis.